Event description:
A us distributor returned a monitor and reported monitor delivers a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor delivers monophasic pulse) has been confirmed. Upon investigation the monitor failed to fire a pulse. The cause for the pulse delivery was isolated to a broken off t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.